Event description:
It was reported that the catheter was fractured. The complex target lesion was located in the severely stenosed left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the front end of the extension catheter was fractured, making it impossible to use. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection revealed numerous shaft kinks, there was blood present in the shaft, and the collar weld plate was fully separated. Microscopic inspection revealed no further damage or irregularity. Product analysis confirmed the reported event as the collar weld plate of the device was separated.

Event description:
It was reported that the catheter was fractured. The complex target lesion was located in the severely stenosed left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the front end of the extension catheter was fractured, making it impossible to use. The procedure was completed with another of the same device. No complications reported and patient was stable.